Event description:
The flow rate was set for 1.5cc/sec. After injecting 90 ml of contrast, the patient complained of arm pain. Some contrast had gone into vein as there was opacification in the CT scan. It was estimated that approximately 30 ml extravasated. The patient was treated with warm compresses and released home without further medical intervention.